Manufacturer narrative:
Internal investigation included, as follows: - review of the information reported. - review of the device history record for lot s11213, with no remarkable findings; there were no processing deviations related to the safety of the product; lot underwent terminal sterilization ((B)(4) 2013). (B)(4) dose audit for sterilization process was acceptable to support production in (B)(4). - query of lifecell complaint system, with no other similar complaints reported to lifecell against this lot. Conclusion: based on information reported, including the fact that the device was not explanted, and internal investigation into complaint related lot s11213, with no other similar complaints reported against the devices distributed from this lot, the event -wound dehiscence, infection- is unlikely related to the device. Lifecell reports this event to FDA due to investigator's assessment, "the event probably related to the device and possibly related to the procedure". Internal investigation confirmed that complaint related lot s11213 did meet qc release criteria. Wound healing complications and breast infections are anticipated events during breast reconstruction procedures. Patient risk factors that increase the chance of post operative wound complications, such as smoking, also likely contributed to the occurrence of this event.

Event description:
It was reported to lifecell, as follows: - on (B)(6) 2013, the subject (B)(6) year- old female enrolled in lifecell sponsored clinical study- essbr (ref. Protocol (B)(4)), underwent skin sparing right mastectomy and immediate breast reconstruction with implant and lifecell device. 153 grams of breast tissue were removed. - in (B)(6) 2014 (pod: 2 months), the patient had ongoing breast infection with discharge treated with antibiotics - on (B)(6) 2014 (pod: 5 months), the patient presented with skin opening that failed to heal despite several attempts to approximate the skin with single sutures. The patient had worsening wound dehiscence, prosthesis exposure and (B)(6) infection. The patient was put on antibiotics. Considering the lack of healing despite of a month of controlled healing, it was decided to excise the scar, replace the implant and place a new prosthesis. - on (B)(6) 2014, the patient was hospitalized for the procedure and underwent surgery. Bacteriology was positive for serratia marcescens. Lifecell device remains in place. The sae resolved without any sequelae, on the same day - on (B)(6) 2014, breast infection was resolved.

Manufacturer narrative:
Method of evaluation: - review of additional information reported to lifecell; review of lifecell complaint system. Results of evaluation: no additional device history record review was required. Refer to original report for device history review. A query of the complaint management system on (B)(6) 2014 revealed no similar complaints against lot s11213. Although 2 other infection complaints have been reported against lot s11213, they were reported by the same physician/facility with one complaint involving seroma and suspected infection which was not confirmed and the other complaint reporting histopathology results indicating possible relationship to the prosthesis. Both complaints were determined to be unlikely related to the device(s). All (B)(4) devices have been distributed. Conclusion: device not returned - the device remains implanted. Refer to the original report for the investigation and conclusion for the sae occurring on (B)(6) /2014. As reported in the initial report, based on information reported, including the fact that the device was not explanted, and internal investigation into the complaint related lot s11213, with no other similar complaints reported against the devices distributed from this lot, the event-wound dehiscence, infection- is unlikely related to the device. Lifecell reported this event to FDA and france due to investigator's assessment, "the event probably related to the device and possibly related to the procedure". Internal investigation confirmed that complaint related lot s11213 did meet qc release criteria. Wound healing complications and breast infections are anticipated events during breast reconstruction procedures. Patient risk factors that increase the chance of post operative wound complications, such as smoking, also likely contributed to the occurrence of this event. The continuation of the wound healing complications reported in this follow up report are anticipated events during breast reconstruction procedures and can occur both with and without the use of an acellular dermal matrix. Based on the reported information and results of the internal investigation, the events reported are unlikely related to the lifecell device. The device remains implanted and the saes resolved without further complications. The saes are being reported to ansm/france and the FDA due to the trial investigator's assessment of the event relationship as possibly related to the device and possibly related to the initial procedure. Device was left in place.

Event description:
This is a follow up report to the initial MDR 1000306051-2014-00043 filed on 07/01/2014. This (B)(6) female patient was previously enrolled in protocol (B)(4) (subject (B)(4)), as part of the lifecell sponsored post market clinical study- (B)(4) that underwent a skin sparing right mastectomy and immediate breast reconstruction on (B)(6) 2013 with 153 grams of breast tissue removed and implantation of a breast implant and lifecell device. Refer to the original MDR submitted on (B)(6) 2014 for the primary sae description. This patient has a history of rhinoplasty in 1988, smoker since 2012, right breast ductal carcinoma, right breast mastectomy with direct to implant reconstruction and strattice placement on (B)(6) 2013, right breast wound dehiscence (B)(6) 2014, breast infection with breast implant #1 removal and implant #2 insertion (B)(6) 2014. The lifecell device remained in place during these events. Additional information was reported to lifecell on 11/13/2014. On (B)(6) 2014 (pod 7 months), the patient presented with skin breakdown, discharge of body fluid, edema and pain in the right breast. The patient was hospitalized on (B)(6) /2014 (pod 8 months) for surgical removal of the second right breast implant with capsulectomy. There was a dehiscence of the muscular wall that was separated from the device next to the area that could not be closed, which explained the presence of the retro subcutaneous implant. The device was left in place and the patient remains unreconstructed. The patient recovered without sequaela the same day. As reported by the surgeon, this event is a consequence of the healing procedure of which the duration was very long. The healing complications initially began shortly after the initial reconstruction and never actually resolved. The principal investigator determined that this event was possibly related to the device and possibly related to the initial breast reconstruction procedure.